Manufacturer narrative:
The insulin pump was received with no escape and act button response due to corroded keypad traces. No button error alarm noted during our testing. Unable to verify battery out of limit alarm or a21 alarm due to no escape and act button response. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer received a battery out limit alarm when he removed the battery from the insulin pump. Customer stated that he left the battery out all night. Customer was outside working and heard the button error alarm go off in his pocket. Customer stated that he has not dropped or bumped the pump. Customer stated that he used the same battery as before and received an unexpected restart. Customer also stated that the keypad was not working. Pump was not stored or not in use for an extended period of time. It was explained that the battery out limit alarm was normal pump behavior. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.